Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent posterior fusion at th11-l4 levels for l1 burst fracture. Post-op, loosening of left screw at th11 level and adjacent segment disease was observed. The revision surgery was operated to extend fusionto upper levels. The product used in the patient. Patient complications were unknown. Dr comment: this is typical case of screw loosening after asd.